Event description:
It was reported that the port was implanted in 2002. In 2002, the pt experienced discomfort and the port was removed. The catheter was found to have separated. There were no pt complications.